Manufacturer narrative:
The reported events of lead fracture, high pacing threshold and high pacing lead impedance were not confirmed. As received, the distal portion of a partial lead was returned in one piece for analysis. Lead impedance test could not be performed due to the as received condition of the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found through a visual inspection of the lead, an external insulation abrasion which is consistent with friction to another device or feature of the heart, which breached the optim sheath only at the distal region of the lead.

Event description:
Additional information was received that a fracture of the right ventricular (rv) lead was suspected, but was unable to be confirmed.

Event description:
It was reported that an increase in the capture threshold and impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.